Manufacturer narrative:
The field service representative (fsr) indicated the reported issue could not be duplicated. The fsr ran the operation verification procedure and all testing passed. No device will be returning for evaluation.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Customer has not responded to contact attempts to receive additional information regarding the complaint. Any additional information received from customer will be included in a follow up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported the xdcr fault alarm on the vela ventilator. The customer stated the unit was on a patient during use; the customer stated they removed ventilator with another ventilator with no patient harm or injury.

Manufacturer narrative:
Device evaluation was not marked in the initial supplemental. The device was evaluated by a field service representative from the manufacturer.